Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the reported condition of "froze was not confirmed. However during service and repair, device failures were found btu were not related to the reported event. If add'l info is received a supplemental report will be submitted.

Event description:
Report received from USA stating that the device froze. The device was being used during surgery. There was no pt or user injury. It is unk if delay of medical intervention occurred. There was no add'l info provided.